Event description:
On (B) (6) 2010, the patient reported his insulin infusion headsets are coming out in the middle of the night resulting in elevated blood glucose readings. He stated he has received transparent dressings to use but has not done so. He uses antiseptic wipes to prepare his site and waits until the skin is "sticky" before inserting the headset. He stated the headsets usually fall out after 3-4 days of usage but he can get them to last longer. He generally changes his infusion set every 5 days. He was advised the headsets should be changed every 2-3 days. The sandwich method was discussed with the patient. He said the adhesive "sticks great" when the headset is first inserted. Courtesy infusion sets, transparent dressing, and a guide to infusion site management were sent to the patient. A request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.